Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump "stops working" and shuts down. Reportedly, the customer has gone into diabetic ketoacidosis and has experienced elevated blood glucose levels up to 600 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.